Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while testing with bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) on biofire false positive acinetobacter results were obtained. Confirmatory cultures did not show growth. There was no report of patient impact. The following information was provided by the initial reporter: customer is reporting acetobacter contamination was biofire result dual positive? Yes. Acinetobacter calcoaceticus-baumannii complex & klebsiella pneumoniae group; acinetobacter calcoaceticus-baumannii complex & staphylococcus epidermidis; acinetobacter calcoaceticus-baumannii complex & escherichia coli; acinetobacter calcoaceticus-baumannii complex & staphylococcus aureus. What organisms grew? Klebsiella pneumoniae group, pneumoniae epidermidis, escherichia coli, staphylococcus aureus.